Event description:
The complaint states that signal loss over one hour was reported. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).